Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call high and low blood glucose levels. Customer blood glucose level was over 600 mg/dl. Customer blood glucose was also as low as 36 mg/dl. Customer advised they are having issues with their infusion sets and they have been going through them quickly. Customer advised they have disposed of their used infusion sets and cannot send them back for analysis. Customer was advised to hold on to the infusion sets in the future and that 2 replacement sets will be sent out to them. Customer declined to troubleshoot for low and high blood glucose levels and stated that the insulin pump works fine.